Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads. Upn: u m365sc8216500, model: sc-8216-50, serial: (B)(4), batch: 7073878.

Event description:
It was reported that patient was sent to hospital due to increased pain, blood at incision sites and infection on both sites. It was unknown if infection was device or procedure related and the caused was unknown. The patient has history of diabetes and high a1c that could of contributed to poor wound healing and greater infection risk but nothing to confirm that. The patient underwent an explant procedure and was doing well postoperatively.